Event description:
The customer reported that the device would not turn on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported event. Physio will evaluate the device when it is received. Physio-control will submit a supplemental report on this event to the FDA as provided.